Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that abnormal pacing spikes were noted on the electrocardiogram (ECG). Possible intermittent undersensing on the at rial lead was also noted on some stored electrograms (egm), leading to premature event termination. The right atrial (ra) lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.